Manufacturer narrative:
Device evaluation anticipated, nut not yet begun. The wheelchair has not been returned to the manufacturer for evaluation and it is unk if or when the manufacturer may have an opportunity to evaluate the device. Manufacturer does not have all the details of the reportable event at this time to complete our investigation.

Event description:
An authorized dealer called in to sunrise medical (B)(4) customer service on (B)(6) 2010. The dealer stated that end user was at home in front of his computer. When the end user turned around in the wheelchair it collapsed. End user fell straight down and had a hard time getting out of the wheelchair because it was in pieces. The dealer claims the end user's back is bothering him and probably is bruised. Dealer stated he thinks the end user is ok. Unk if the end user rec'd or will receive medical attention for his injuries he sustained. Dealer alleges that the brace at the center where the bolt is connecting both tubes broke. Dealer alleges the brace broke where they meet at the bolt. The wheelchair is being returned and the end user is using his old chair as a substitution until his wheelchair is repaired. (B)(4).